Event description:
It was reported that high out of range shock impedances of 150 ohms were noted on the right ventricular (rv) lead. Calcification was suspected as a cause for the observed steady, high out of range impedances. While undergoing an implantable cardioverter defibrillator (ICD) upgrade, lead integrity tests were performed, delivering a 1.1 j and 41 j shock effectively, before the impedances returned to 120 ohms. The ICD was successfully replaced, and the rv lead remains in-service. No adverse patient effects were reported.